Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the dentist confirmed that he did not have any information about neither the case, the surgical procedure, nor about the product. Due to the lack of information, the event was considered as osseointegration failure because would be the worst case.

Event description:
(B)(4). ¿ in telephone contact, the dentist informed that he made de complaint after accumulating implants lost during the last three years and, therefore, had no information about the patient, surgical technique, lot number and the cause of the event.